Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. No pump error 68 alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and trace pointers was invalid alarm occurred. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated the contacts on the battery cap was neither missing nor damaged. Customer stated battery compartment was damaged. Customer states the spring was neither damaged nor corroded. Customer reported that the display did return after insulin pump restart. It was reported that the customer received pump error on the insulin pump, but was unable to troubleshoot because the insulin pump was not displaying anything. Customer reported that the insulin pump not exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.